Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was dim, faded, and discolored. Additionally, investigation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/07/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad. The keypad was found to be intact; no damage or peeling was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The ok and contrast keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Evaluation also revealed that the display was dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached/missing. The returned battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).